Manufacturer narrative:
Patient was treated using parameters that are not recommended for the neck (blend mode). The device was evaluated and found to be operating as intended within specification. Medical intervention of kenalog injections were performed on the patient's neck due to scarring. This is reportable due to the scar tissue and medical intervention.

Event description:
It was reported that patient experienced prolonged healing and potential scar tissue on the neck area following a laser treatment using the smartlipo mpx device.